Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.